Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-04562. It was reported the patient had experienced heating while recharging the ipg, but the issue had not caused a burn. In addition, the patient reported he had not recharged the ipg for several months and did not have communication with the ipg using external devices. It was reported the physician wanted to undertake surgical intervention to replace the ipg at a future date.

Manufacturer narrative:
Recall number: 1627487-07262012-001-c. This ipg serial number was included in field advisories and a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.